Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device's cam pin was disengaged from the jaw. The disengaged cam pin was not returned. The reported condition was confirmed. The investigation found the device's cam pin weld was broken. The broken weld cause the cam pin to become disengaged. The device could not open and close its jaw properly due to the disengaged cam pin. The investigation identified the root cause of the reported event to be a manufacturing error. The device cam pin is laser welded and should not disengage. A CAPA has been issued to address the broken cam pin wield. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation, the unit stopped closing the jaw. They used another like device and it worked fine. There was no patient injury. Upon receipt for investigation, the device could not open and close its jaw properly due to the disengaged cam pin. It is unknown at when the cam pin disengaged or if it fell into the patient.